Event description:
Additional information was provided that the event did not happen on a patient, but at initial power up. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records a product sample was received for evaluation. Visual and functional testing were performed. The device was returned for analysis with no tamper seals broken/removed. Both front corners of the top case are chipped out and also cracked on right plunger case and has a missing battery. The primary audible alarm background event history log was attached to the investigation for reference. An occlusion test was performed. The technician was unable to duplicate the auxiliary control unit (acu) watchdog at power up and unable to duplicate the primary audible alarm background during the occlusion test. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Replaced speaker for preventive. Performed preventive maintenance (pm) maintenance and all functional testing. A corrective and preventative action has been opened to address the reported issue.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited watchdog failure and backup audible alarm background test. No adverse effects were reported.